Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an error message displayed and the programmer would not reboot. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis not able to confirm the reported event; programmer powered up and worked as expected. Programmer passed incoming functional test.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.